Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the continuous glucose monitor stopped providing numerical readings or trend arrows, leading to recommendation to discontinue that sensor and operate the ilet in bg run mode; the user later received a ¿sensor cannot be calibrated¿ message when attempting to enter bg, and was advised that this occurs because no sensor is connected and that the ilet would dose insulin based on entered bg. Symptoms included a low blood glucose episode, with a nadir indicated as ¿low,¿ lasting about one hour, for which oral carbohydrates were consumed, and low alerts were received; no medical assistance was required. Outcomes included transient hypoglycemia without emergency care or hospitalization. Investigation included troubleshooting and user education regarding bg run mode and calibration behavior without an active sensor. Investigation of this case revealed a failed or inaccurate cgm session with loss of displayed values, resulting in reliance on bg run mode, consistent with known sensor performance limitations and expected ilet behavior when no sensor is connected. It was concluded, based on previously established findings for similar reports, that the cause was sensor performance and use conditions rather than a malfunction of the ilet.